Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: two curved openings and yellow particles material was found on the shell. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified: two striated openings. Based on the device analysis the final assessment is that two striated curved openings found were assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event". The reason for reoperation was capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "capsular contracture (grade iii)". The device has been explanted.